Event description:
Missing segments from the display on customer's advantage system was reportedly found during troubleshooting with the domestic MFR. Customer was unaware of the missing segments from the system at the time of the call. No treatment or action was reported taken. A request was made for the return of the suspect device and replacement product was sent.